Manufacturer narrative:
(B)(4). Information was received from a foreign source who is not required to complete form 3500a. A driver and reamer were returned. The reamer is fractured at the locking screw, and half of the locking screw is retained in the straight driver. The facet of the reamer was noted damaged. Dimensional readings and material hardness are conforming to print specifications. Records review indicated lot of the reamer has approximate field age of 5 months. No other complaints of any type have been reported for this lot of reamer. The device is use for treatment. The investigation concluded: the reamer locking screw fractures may occur if the locking screw is not completely and securely screwed into the driver. This situation may allow the reaming torque and any bending forces to be applied to the locking screw instead of being transmitted by the reamer body's facets to the tabs of the driver; however, an exact cause cannot be determined with certainty. This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospectively.

Event description:
It was reported during surgery, while the surgeon was reaming the glenoid, it was noted a piece of the gold glenoid reamer broke off and remained in the glenoid reamer shaft.